Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, a system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Additionally, it was reported that the pump's alarm sound was not annunciating, not vibrating when alerts and alarms were declared. The customer's blood glucose (bg) level was over 500 mg/dl. The customer addressed the high bg with a correction bolus via pump. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Customer was treated with manual insulin injections. Treatment resolved the issue and there was no permanent damage. At the time of report the customer could not recall their release date. Ultimately, the customer reverted to an alternate method of insulin therapy.